Manufacturer narrative:
Patient information unknown. Date of event is unknown. This report is for 2 unknown screws: 6.5 mm and 7.3 mm cannulated _/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal of the two unknown cannulated screws from a pubic symphysis. The patient previously had an infection that had been resolved and the hardware removal was done to prevent any future infections. Original surgery date and when the infection was noted were unknown. During the procedure, the surgeon had difficulty removing the hardware percutaneously and ended up making a bigger incision to remove the screws. Both screws were successfully taken out with no fragments created. The procedure was successfully completed with 20 minutes of surgical delay. Patient's outcome was good. This report is for 2 unknown screws: 6.5 mm and 7.3 mm cannulated. This is report 1 of 1 for (B)(4).